Event description:
It was reported that during a routine follow up, it was found that this pacemaker system triggered a lead safety switch (lss) due to right atrial (ra) lead pacing impedance measurements greater than 3000 ohms. It was noted that while in bipolar configuration, the pacing impedance had decrease from out of range values to normal limits. Upon performing isometrics and pocket manipulation, no out of range measurements could be reproduced. Additionally, pacing inhibition due to my potential noise was observed in some stored events. As a safety precaution, the patient was hospitalized, and the lead was reprogrammed to unipolar configuration. It was discussed that the patient has good atrioventricular conduction but has sick sinus syndrome. The measurements in unipolar configuration are stable and the patient is fine. A request was made to have data from this device analyzed. (B)(6) technical services (ts) reviewed data from this device and explained that the reason for the lss on both leads might be related to a fretting inside the header bore, and recommended reprogramming in such case. Ts noticed that the noise was present on the atrial channel, although the ra lead has been made least sensitive, so it was not oversensed. Troubleshooting steps were provided, which were later followed by the physician. No noise could be reproduced for both leads, and out of range impedance measurements or loss of capture were not observed. Following ts indications, the physician made the decision to explant and replace the pacemaker device and keep the non-(B)(6) leads implanted. The patient is fine and will be monitored. No additional adverse patient effects were reported. The lead remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).